Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also reported that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure.